Event description:
It was reported that one time when airport security used a hand-held wand over the patient¿s head, ¿the wires in her head sizzled¿ and she got a headache. The patient stated that she lied down and then was fine. The patient noted that this occurred ¿about seven years ago.¿ the patient confirmed that her healthcare provider (hcp) was aware of this event. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# j0519620v,implanted: (B)(6) 2005, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).